Manufacturer narrative:
Weight, ethnicity, race-unk, date of event-unk, PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date-unk, claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -4.0 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports blurred night vision due to large pupil size. Reportedly, the lens remains implanted.

Manufacturer narrative:
H6: investigation type 4110: lens work order search. No similar complaint type events reported for units within the same lot. Claim# (B)(4).